Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic, noise and low impedance were observed on the right atrial lead, the noise was reproducible; clavicular crush was noted on the lead. The lead was explanted. No patient issues were noted before or after the event.